Event description:
It was observed during the device investigation that the insufflation unit had a broken electro-magnetic value with deformation of the duct line. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.